Manufacturer narrative:
An evaluation of the trestle luxe screws is not possible at this time. Two separate screw part numbers were utilized in the case, it is unknown which is fractured and/or backed out. Additionally, the identifying lot number(s) have not been provided nor have the screws been removed from the patient. Multiple attempts to obtain additional information/details of the event have been unsuccessful. Trestle luxe screws utilized in case: 71340-16; 4.0mm variable angle, self-tapping hexalobe screw, 16mm (ti-6al-4v eli) ; 71540-14; 4.0mm fixed angle, self-tapping hexalobe screw, 14mm (ti-6al-4v eli).

Event description:
Nothing occurred intra-operatively but the patient was seen roughly 6 months post op and there's a broken screw and another screw backing out. Patient is ok but may need to have it revised.